Event description:
The patient has reported "they have suffered diabetic encephalopathy yesterday, because my insulin pump was duplicating insulin delivery". The patient alleges "I applied a basal/bolus percentage of 67% insulin delivery to null out the sequenced tick (1:2, instead of 1:1 ratio), but eventually it progressed into randomized duplication and full duplication. I lowered down to 40% basal/bolus insulin delivery but hypoglycaemia presented still & the pod became too dangerous to use. The pod defects more and delivers more insulin further along the pod life, as 67% worked initially. The last pod yesterday appears to have delivered 60-100iu within a span of 3 hours, because when I took off the pod the contents of the pod looked about 33-50% used. Glucose dropped to 2.2mmol/l, then unreadable value as glucose was too low to read. It took approximately 6 hours to fully treat & massive intake of glucose".

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.